Event description:
It was reported that the unvtd bld hand pump w/180 flt ss tubing was kinked and remained so during use. The following information was provided by the initial reporter: "the or is noticing some issues with this tubing, its staying kinked."

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of tubing kinked was verified by visual inspection. The submitted sample was first evaluated by visually inspecting the entire infusion set. Tubing kinks were noticed on the infusion set around the paper coiling tape used during the coiling and packaging of the infusion set. The paper coiling tape was then removed and the tubing kinks were massaged to see if they could be removed. The kinks were less prominent after removing the coiling tape and massaging of the tubing, however, the kinks were still present. The infusion set was then primed and observed for leaks, air-in-line or occlusions. There were no leaks, air-in-line or occlusion issues found due to the kinked tubing, and no further component damages or breaks were observed. A device history record review for model: 10010903, lot number: 20125526 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue observed in this complaint is an issue with the coiling and packaging of the infusion set and the manufacturing facility. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing kinked with lot#: 20125526 regarding item#: 10010903.

Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of tubing kinked was verified by visual inspection. The submitted sample was first evaluated by visually inspecting the entire infusion set. Tubing kinks were noticed on the infusion set around the paper coiling tape used during the coiling and packaging of the infusion set. The paper coiling tape was then removed and the tubing kinks were massaged to see if they could be removed. The kinks were less prominent after removing the coiling tape and massaging of the tubing, however, the kinks were still present. The infusion set was then primed and observed for leaks, air-in-line or occlusions. There were no leaks, air-in-line or occlusion issues found due to the kinked tubing, and no further component damages or breaks were observed. A device history record review for model 10010903 lot number 20125526 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue observed in this complaint is an issue with the coiling and packaging of the infusion set and the manufacturing facility. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unvtd bld hand pump w/180 flt ss tubing was kinked and remained so during use. The following information was provided by the initial reporter: "the or is noticing some issues with this tubing, its staying kinked."